Event description:
The device was returned for service with the report "turning on/off". Info was not provided regarding whether or not the device was in use which the reported condition occurred. The facility's biomed dept stated the device has not been involved in any pt incident since the last baxter service event.